Event description:
Employee tried to open an edta tube filled with blood. The tube shattered in her hands and caused a deep gash to her thumb requiring 5 stitches. Employee was tested for "infectious disease" and only treatment was given as per their co policy. Testing so far appears to be negative, further details remain confidential.